Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was an intrapartum stillbirth during an induction of labor using a cook cervical ripening balloon with stylet. No malfunction of the device has been reported. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Additional information: a2, b5, h6 (annexes e, f). Correction: b1, h1- no malfunction of the device was reported. Per additional information received 08mar2022, the device did not cause or contribute to a death or serious injury. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 22feb2022 and 08mar2022. The patient was 40 weeks and six days pregnant with a history of three previous deliveries. The device was inflated to 80ml sterile water in each balloon and was indwelling for 12 hours. The intrauterine fetal death was confirmed 3 hours after the device was removed from the patient. The user facility confirmed that the device did not cause or contribute to the fetal demise.